Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump continues to vibrate non stop. There was no allegation of an adverse event. This complaint is being reported because continuous vibration could cause the patient to miss an alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/17/2016 with the following findings: pump boots to verify screen with audible & vibratory features. No continuous vibration was duplicated during testing. Vibration is functioning normally. Unable to duplicate the complaint. Unrelated to the complaint, the battery compartment is cracked above & below the bumper pad. Corrosion observed inside battery compartment. Leak test verifies leak in battery compartment. Removed pump cover; evidence of moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.